Manufacturer narrative:
Product complaint # ==> pc-(B)(4).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/27/2018. (B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Affiliate reports the following possible product code as f1760. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the date of the initial procedure? What was the name of the procedure? What tissue was the f1760 suture used on? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Can you provide the product name for the f1760 suture? What is the surgeon opinion as to relationship of the suture and the patient abscess? Were any cultures performed and what are the results? What was the appearance of the suture when the wound opened? Can you identify the lot number of the f1760 suture? What is the current condition of the patient?

Event description:
It was reported that the patient underwent double pause promontofixation procedure on unknown date (B)(6) 2016 and suture was used. The patient experienced pelvic pains and local reaction to the scar. The patient has experienced difficulty healing and underwent a additional procedure in (B)(6) 2017 due to pelvic abscess and persistent pain. The patient condition is currently fine. Additional information has been requested.